Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The indeflator was used to try to inflate a nc neo balloon but it took a while to get the balloon to the required pressure. The physician had to rotate the indeflator so many times to inflate the balloon. Another non-abbott device was used with the same nc neo balloon to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.g2 - report source "foreign" was removed.